Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 40mm in length type b thoracic dissection. It was noted a bare stent was pre implanted in the patient. It was reported during the index procedure, the stent graft was delivered successfully into the patient from the right side ready to go up the guide wire to the arch for deployment. The outer sheath and the tip became bent in the body, causing collision and friction between the tip and the bare stent pre-implanted in the main descending thoracic segment displacing the bare stent to the patient's arch and the valiant stent-graft delivery system could not reach the lesion. After many attempts and adjustments, the implantation of the thoracic aortic stent graft ended in failure, and the delivery system was withdrawn, and the operation ended. Per the physician the cause of the difficulty to the deploy the graft was due to a bend in the delivery system. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that there was no damage noted to the device prior to insertion into the patent. The previously implanted stent was a non-medtronic device and a balloon was used to correct its position within the thoracic aorta. Video analysis: the reported deformation of the valiant captivia's delivery system and interaction with the non-medtronic stent leading to its migration could not be confirmed on the short angiogram videos provided; therefore, the cause of the events could not be determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Videos showing the exact moment when the valiant captivia deformation and migration of the non-medtronic stent occurred was not seen. It is possible that an interaction between the captivia's delivery system and the non-medtronic stent during device advancement to the target landing zone may have been a contributory factor to the reported events, but this could not be confirmed. Photo analysis: three (3) photos were received from the account capturing the taper tip, graft and graft cover. Kinks are visible on the taper tip and the graft cover/graft. A gap is evident between the taper tip and graft cover tip. The reported deformation is confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and the tip capture release handle in the home position. A kink was noted on the graft cover 3.5cm from the graft cover tip. Another kink was noted 1.8cm from the end of the taper tip. No further deformation was observed to the device. The reported deformation was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.